Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an acute thoracic type b dissected aneurysm with impending rupture using gore® tag® conformable thoracic stent graft with active control system. The tgmr313110j was implanted proximally and the tgm343415j was implanted distally. Final angiography revealed an apparent localized dissection from the distal end of the tgm343415j. A blood flow from the dissection was not into the aneurysm sac, so the physician decided to monitor the dissection. The patient tolerated the procedure. The physician suggested that the localized dissection occurred when the tgm343415j was repositioned.